Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. When the surgeon was finishing suturing during closing, the tip of the needle broke off. A pelvis ap was performed and they were unable to locate the tip of the needle. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: representative sample of the product was evaluated for attributes, strength and ductility and the results obtained were in conformance with the requirements.